Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was broken and failed to open and close without any force. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was loose on the railing and failed to open or close without force. A field service engineer inspected damage to the full height drawer railing on the main station. Both railings and several other components were found damaged due to heavy force applied when closing the drawer. The field service engineer replaced the left side railing, retractor band, latch sensor, drawer controller board, and main bus board. The field service engineer also replaced slides on drawer six of the main station, which was hard to open or close due to a misaligned bearing cage. Drawer functionality was verified after replacements, and no further issues were observed. The customer tested successfully. The system functioned as intended after the field service engineer repaired the device.